Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer insulin pump had under delivery. The customer blood glucose was 372 mg/dl. The customer alleged insulin pump was under delivering because high blood glucose after giving manual injection. Customer had been using insulin pump within 48 hours of reported event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.